Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture thresholds. X-ray imaging was performed and revealed no anomalies. The lead was explanted and replaced. There were no patient consequences.